Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date were requested from customer, but there has been no response.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
During follow-up with the customer, it was reported that the ventilator was being prepared to be used on a patient, however was never attached to the patient. The field service engineer (fse) could not duplicate the reported problem. The fse replaced the blower and motor controller board to address the reported error code. Failure analysis on the returned blower assembly and motor controller (mc) board shows that the blower assembly and mc board were installed in an fi test ventilator. In diagnostic mode the blower ramp up to above 30000 rpm. The ventilator was run in normal ventilation for 36 hours without any errors occurring. No failure was found.

Manufacturer narrative:
Updated.